Event description:
Interventional radiology performing a coil embolization in the left kidney. When in place the provider was unable to advance the pusher to deploy the coil. The device with coil were removed from the field, a new device was utilized, and the procedure was successful. No harm to patient.